Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Pt's mother contacted dexcom technical support on (B)(6) 2010 to report that pt experienced a failed sensor five days after insertion. Pt's mother reported that, upon removing the sensor, she found part of the wire half underneath pt's skin and half above his skin. Pt's mother removed the retained sensor wire fragment and reported there was a small bump at the insertion site. No medical intervention was required and pt was fine and healthy at the time of his mother's call to dexcom technical support. This is MDR 2 of 2 for the complaint (refer to MDR #3004753838-2010-00187 for MDR 1 of 2).